Manufacturer narrative:
Insulin pump received with insulin pump error alarm, problem isolated to interface board. Unable to perform any tests due to insulin pump error alarm.

Event description:
It was reported that there was a malfunction with the insulin pump. No information was provided for the incident. Troubleshooting was performed. The insulin pump was returned for analysis.